Event description:
It was reported that during an lavh procedure, the device closed on the tissue but would not fire. The device would not open and cautery scissors were used to cut the tissue and the device out. There was no pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.